Event description:
Customer reports 4 patients with urine results that are negative (-) and serum results are positive (+). Serum quantitative test that was used is unknown. 1 sample gave a positive on a home pregnancy test. No samples are available for investigation. Customer is unwilling to provide us with the serum quantitative results. Controls performed correctly on retained devices. No impact to patients reported. No death or serious injury associated with this report. No change in patient treatment was associated with this incident. As documented in the product insert; false negatives can occur when the levels of hcg are below the sensitivity of the test or if the sample is very dilute as indicated by a low specific gravity. Product insert also states; this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.